Event description:
It was reported that the customer had a motor error alarm during set change on the insulin pump. The customer's blood glucose was unknown mg/dl. The customer was changing set and could not totally complete rewind, would go to no delivery and the immediately to motor error. The customer was asked if recall significant events leading to the alarm. The customer response is nothing she knows of. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.